Event description:
Same case as MDR ID: 2184052-2013-00024. It was reported that following spinal fusion surgery, a cervical plate locking mechanism was broken and a screw was broken and backing out. At the time of the index procedure, the patient had a two level acdf at c4-c6 using a 2 level invizia cervical plate and screws with tm-s interbody devices. Follow up imaging performed about 4 months post-operatively revealed no issues with the construct. Follow up imaging performed 7 months post-operatively revealed that the locking mechanism over the right c6 screw was broken. A shaft break was noted in the right c6 screw and the screw was backing out. C4-c5 was solidly fused with a tm-s interbody. The patient was asymptomatic at the time and underwent revision surgery a week later. The invizia plate and screws were removed and replaced. The interbody at c5-c6 was also replaced at that time due to observed inferior pseudoarthrosis. There was no known trauma but the patient reports going to the hairdresser prior to the 7 month visit. The hairdresser pulled/jerked her head back during her appointment.

Manufacturer narrative:
Product is expected to be returned but has not yet been received. A supplemental report will be submitted when product evaluation is complete.